Manufacturer narrative:
The manufacturer received information alleging the wires on the device's power cord came apart and then melted. The patient put tape around the wire, and it warped. The patient reports every so often the device will stop and then start again. The filter turned black. There was black soot throughout the device and tubing. The patient reports feeling ok. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer for evaluation. During the evaluation of the device at the service center, the device was visually inspected and found evidence of foam degradation. During the evaluation, foam particles were observed. During the evaluation of the device, evidence of contamination and insect infestation was found. The evaluation confirmed the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. The power supply was found to have a tape-like substance wrapped around it, missing insulation, possibly soldered together and wire broke when the tape-like material was removed. The customer complaint of the "power cord came apart and then it melted" and "filter will turn black and there was black soot thru the device and tubing" could not be confirmed. The customer complaint of the device stopping was confirmed.

Event description:
The manufacturer received information alleging the wires on the device's power cord came apart and then melted. The patient put tape around the wire, and it warped. The patient reports every so often the device will stop and then start again. The filter turned black. There was black soot throughout the device and tubing. The patient reports feeling ok. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging the wires on the device's power cord came apart and then melted. The patient put tape around the wire, and it warped. The patient reports every so often the device will stop and then start again. The filter turned black. There was black soot throughout the device and tubing. The patient reports feeling ok. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to the manufacturer for evaluation. During the evaluation of the device at the service center, the device was visually inspected and found evidence of foam degradation. During the evaluation, foam particles were observed. During the evaluation of the device, evidence of contamination and insect infestation was found. The evaluation confirmed the presence of multiple contaminants that are not consistent with degraded sound abatement foam from the secondary findings. The power supply was found to have a tape-like substance wrapped around it, missing insulation, possibly soldered together and wire broke when the tape-like material was removed. The customer complaint of the "power cord came apart and then it melted" and "filter will turn black and there was black soot thru the device and tubing" could not be confirmed. The customer complaint of the device stopping was confirmed. The previous report did not include that the patient also experienced sinus issues when using the device. Medical intervention was not specified. A final report is being submitted if any additional information is needed a follow up/supplemental report will be filed.